Event description:
Additional information: in regards to the weight loss it was believed by the healthcare provide to be because of gastric bypass. Patient was trying to find a plastic surgeon to do a dermolipectomy and pump replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j11152r39, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that telemetry confirmed a non-critical alarm occurred. The alarm was due to the elective replacement indicator (eri). The alarm started in the middle of (B)(6) 2013, right after a refill. It was also stated that the patient lost a lot of weight. There wasn¿t room for the pump because the patient had a lot of skin that needed to be removed first. The patient was having difficulty finding a doctor who could remove the skin. The patient was told that the pump could be placed high on the side of the body, but the patient wasn¿t okay with that. It was noted that the patient was at risk for pump turning and flipping. The patient had to wear a girdle because she lost so much weight and had to ¿put it back down¿. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump "had to be replaced because the battery was going dead". No further information was provided.